Event description:
Caller states the patient tested 28.6 mmol/l performa system 1 and 6.3 mmol/l on performa system 3 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device however caller no longer has the test strips.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 3 (lot number 370163, expiration date 01/31/2011). (B)(6). Will not be returned to manufacturer.

Event description:
It was reported that the 9800 system had a low milliamp error message. No patient injury was reported.